Manufacturer narrative:
The actual device involved in the incident was returned for evaluation. The returned catheter unit was returned with a 1.25cc syringe. Visual inspection of the returned unit indicates no evidence of the unit being passed through an introducer or overinflated. There is a small piece of the balloon missing. It appears that something sharp damaged the balloon during the preparation process. However, no specific conclusions can be drawn.

Event description:
Balloon rupture. Additional information received indicated that the rupture occurred during preparation.